Manufacturer narrative:
Upon investigation, spacelabs has found that when there is a power loss or there has been a cable disconnection/connection, the alarm audio may not be reestablished. Visual alarms and alarm printouts perform normally. Spacelabs has notified the FDA that we have begun a field corrective action to install software that corrects this issue. This report is complete and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2019 that the central station had no audio. There was no report of missed alarms and no injury was reported in association with this event.